Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted unit received for will not turn on. Replaced the keypad assembly. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/13/2020 to the present date 10/20/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to a manufacturing issue with the keypad.

Event description:
It was reported that the device will not turn on/off. This is a keypad issue. No patient involvement was noted.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. This is a keypad issue. No patient involvement was noted.